Event description:
Following insertion of the intraocular lens into the capsular bag the haptic became detached from the optic as the surgeon was dialing the lens. The wound was enlarged to remove the lens and an alternate lens implanted. Surgeon stated there was no pt injury.